Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented in clinic not feeling well due to atrial fibrillation. The atrial lead exhibited far r wave oversensing and a capture anomaly. Lead dislodgement was suspected; x-ray imaging performed on (B)(6) 2016 confirmed that the lead had not become dislodged. No medical intervention was performed. No further information was reported.